Event description:
6fr angioseal obtained for use. Noticed the end was bent and it wouldn't work properly. Opened a second 6fr angioseal and it had the same defect. Opened a third 6fr angioseal and it did not have a flaw and it worked as intended. Patient code: 4580. Device codes: 2981, 2588. Reference report #mw5174532.